Event description:
It was reported that the communicator power cord had a short out. Patient plugged-in the power cord and the light emitting diode (led) flickered and turned on and off. The patient ordered a replacement of the power cord. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided